Event description:
The customer reported via phone call that the insulin pump had multiple error alarms following the last two battery changes.the customer stated that she has had to reset date and time and rewind the insulin pump after each battery change. During troubleshooting, the insulin pump passed the self test, but the customer was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.